Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: unknown  h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the system was experiencing power issues. Specifically the main cart shut down abruptly during the case. Imaging system spin had been performed, 2 screws had already been navigated but more were remaining. Initially when the system powered down the camera cart stayed on, but it later shut off as well and would not power back up. Patient present, there was a surgical delay of less than one hour. No known impact to patient outcome. Troubleshooting was performed, the system had been plugged into a power strip when the issue initially occurred. Upon reboot, main cart powered up but after several seconds it powered down again; camera cart did not power on. Technical services (ts) advised the field representative (rep) to remove the system from the power strip and plug directly into the wall. The rep tried rebooting the system, but only the main cart turned on; camera cart was not receiving power. The rep made sure the umbilical cable was seated properly on both ends. Still only the main cart was powering on. Ts had the rep try rebooting the system again and wait 5-10 seconds; issue persisted. Ts had the rep try a different wall outlet. This seemed to work; both the main cart and camera cart powered on and system seemed to function as intended. The working outlet was slightly too far to proceed with the surgery, so ts recommended the rep get an extension cord from the biomedical department. This worked and the surgery proceeded. The probable cause was noted to be bad outlets.